Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "insulation damage". The returned instrument was found to have a visible scratch mark, approximately 0.05" x 0.03" in length to the surface of the brown section of the tube extension. Failure analysis found the primary failure of tube extension - scratch marks to be related to the customer reported complaint. Common cause of the failure mode scratch marks /abrasions instrument tube extension is typically attributed to user mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing or during tip cover installation/removal. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks. The probable root cause is attributed to mishandling/misuse of the device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the mcs (part number 420179-23/lot number n10211025 705) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 3 uses remaining after the last procedural usage. This complaint is reportable malfunction event based on the following conclusion: it was alleged that the mcs instrument had main tube broken. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the insulation on the monopolar curved scissor (mcs) instrument was found to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-august-2022: the reported issue occurred after ports placement. The procedure was completed robotically with a back-up instrument. The customer clarified that the "defective insulation" meant the defective shaft of the mcs instrument. Both the mcs instrument and the mcs tip cover accessory were returned for evaluation isi together.